Manufacturer narrative:
Qn#(B)(4). The customer returned one swg and 3-lumen cvc for evaluation. Signs of use in the form of dried blood were present on the exterior of the guide wire. Visual inspection of the swg revealed two prominent kinks/bends near the proximal end of the wire. Microscopic examination of the swg confirmed that both welds were in place. The kinks/bends in the swg body were measured at 18 and 57 mm from the proximal weld. The total length of the swg measured 600 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.801 mm which is within specifications of 0.788-0.826mm per swg graphic. The returned guide wire was inserted into a lab inventory ars, a lab inventory 18 ga introducer needle, and the returned catheter to functionally test. The undamaged portions of the swg passed through all three with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through complaint investigation of the returned sample. The returned guide wire was found to have two kinks/bends. The returned guide wire met all relevant dimensional requirements and a device history record review was completed and did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide kinked during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide kinked during patient use.